Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead could not be extended. Upon investigation, the insulation of the rv lead was found to be twisted. A lead malfunction was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Visual inspection of the lead found twisted insulation that was noted along the entirety of the lead. X-ray examination of the lead found severely over-torque of the inner coil consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length met specification. The reported events of twisted insulation and the helix could not extend were confirmed. The cause of the reported events were isolated to the helix clogged with dried blood/tissue and over-torque of the inner coil consistent with procedural damage.